Event description:
Five treated vf (ventricular fibrillation) zone episodes on (B)(6) 2023. Treated with anti-tachycardia pacing (atp). Suspected therapy for possible rvr: atrial arrhythmia in progress at time of therapy. Recommend review of stored egms (electrograms) for rhythm determination. One treated at/af (atrial tachycardia/atrial fibrillation) episode in progress. Device appears to be occasionally undersensing on atrial lead during at/af event(s). Atrial undersensing during at/af detected event(s) does not appear to impact the device function or performance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).